Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 2 of 2. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number 1931135. Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set was leaking at the site. The infusion set was in use for three days. No further information available.